Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 20 (position out of range)" was confirmed based on the archive data review and during functional testing at zoll service. The root cause of the ua 20 was a defective integrated encoder gearbox, likely attributed to the aging of the device. The autopulse platform was manufactured in november 2007 and is almost 14 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed. The front enclosure and UDI label were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the front enclosure was scratched and was broken at one of its screw fitting areas. In addition, the UDI label was heavily scratched and worn at multiple locations. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling plus wear and tear from aging. The front enclosure and UDI label will be replaced to address the observed issues. The archive data review indicated multiple ua20 advisory messages, confirming the reported complaint. All dates in the archive incorrectly showed 6/26/2020. The system's clock was reset to the current date and time during service. Further review of the archive data indicated multiple user advisory (ua) 45 (not at "home" position after power-on/restart), unrelated to the reported complaint. Functional testing failed as the autopulse platform displayed ua20 advisory message upon powering up, confirming the reported complaint. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the drive shaft is not restored at the "home" position. To clear the ua20 error code, the driveshaft must be returned to the "home" position using the administrative menu. During investigation, it was noted that the clutch plate was sticky. This is usually caused by sharp edges from 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. While troubleshooting the problem, the driveshaft could not be manually rotated back to the "home" position using the administrative menu, and it was determined that the integrated encoder had seized. The defective integrated encoder gearbox will be replaced to remedy the fault. Awaiting the customer's approval for repairs. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 20 (position out of range). The customer was unable to clear the advisory message. No patient involvement.